Event description:
The accuryn catheter separated from the drainage bag. This event caused urine to spill onto the floor creating a fall risk for patient and staff. The catheter was disconnected causing the system to be opened and creating potential risk for urinary tract infection to the patient. Manufacturer response for intra-abdominal pressure monitoring device, accuryn monitor (per site reporter). Sent list of questions for me to respond to and sent shipping container to return device.